Event description:
It was reported that an ilet pump¿s touchscreen became cracked and unresponsive, resulting in persistent audible alarms that could not be silenced, and the user switched to backup therapy; the event involved a device hardware failure affecting the display component. Symptoms included alarm beeping without user ability to acknowledge or silence. Outcomes included interruption of normal pump use and the need to transition to alternative therapy until a replacement device arrived. Investigation included customer interview and verification of device identification. Investigation of this case revealed damage to the screen with consequent loss of touch functionality. It was concluded that physical damage to the display rendered the user interface inoperable, leading to ongoing alarms and necessitating device replacement.